Event description:
After an implantation period of 38 months oversensing and inappropriate shocks were reported. The lead was extracted and replaced but not returned to biotronik. Apart from the shocks, no adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available trend curves demonstrate slightly increasing pacing impedance from 500 ohms to 800 ohms between (B)(6) 2016. Furthermore the provided iegms showed noise on the rv channel as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.